Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection via x-ray noted an outer coil anomaly approximately 28 centimeters (cm) from the terminal pin. Testing was completed to assess lead electrical performance and the lead was not electrically continuous. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead experienced dizziness. The patient was seen in clinic and high out of range pacing impedance measurements were noted. The lead was reprogrammed to unipolar pace/sense which temporarily resolved the out of range measurements. Some myopotential noise had been observed in unipolar resulting in oversensing with pacing inhibition. It was reported the patient was pacer dependent. There was a concern the lead had fractured. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.